Manufacturer narrative:
D9 - date returned to mfg: 2/17/2026. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and there were no damages or anomalies observed. During the functional testing, the cuff immediately deflated during inflation and did not hold pressure. The trach tube was then submerged underwater to facilitate leak detection. The leak originated from the trach cuff surface. Under magnification, a tear was observed on the cuff surface. The complaint of leakage can be confirmed. The probable cause is unknown. The timeframe of the occurrence cannot be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the that the critical care doctor was using it, found that the tube was leaking air.